Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated they fell a couple of weeks prior right on their behind, near the ins site. They stated they went to the ER a couple of nights ago because the ins felt hot when they were trying to connect to the programmer. They reported they did an x-ray of the ins site at the ER. The patient stated they had a call in to their healthcare provider to have their device checked. No further complications were reported or anticipated.